Manufacturer narrative:
The reporter of the event was asked to return the product for analysis. To date, apollo has not received the device. Device labeling addresses the reported event as follows: warnings and precautions: the physiological response of the patient to the presence of the bib¿ system balloon may vary depending upon the patient's general condition and the level and type of activity. The types and frequency of administration of drugs or diet supplements and the overall diet of the patient may also affect the response. Each patient must be monitored closely during the entire term of treatment in order to detect the development of possible complications. Each patient should be instructed regarding symptoms of deflation, gastrointestinal obstruction, ulceration and other complications which might occur, and should be advised to contact his/her physician immediately upon the onset of such symptoms. Complications: possible complications of the use of the bib¿ system include: gastric discomfort, feelings of nausea and vomiting following balloon placement as the digestive system adjusts to the presence of the balloon. Continuing nausea and vomiting. This could result from direct irritation of the lining of the stomach or as a result of the balloon blocking the outlet of the stomach. It is even theoretically possible that the balloon could prevent vomiting (not nausea or retching) by blocking the inlet to the stomach from the esophagus. Abdominal or back pain, either steady or cyclic.

Event description:
Reported as: a patient with the orbera intragastric balloon complained "pain and vomiting. Endoscopic testing confirmed hyperinflation." Device was removed and replaced.

Manufacturer narrative:
Device evaluation summary: a visual examination was performed on the returned balloon. The balloon was noted to be discolored, as the shell was dark green and blue in appearance. White particles were noted to be covering approximately 60% of the outer surface of the balloon shell. As the balloon was not received with the fill tube, a sample fill tube was used for device testing. A valve test was performed, and the flow of di water was continuous and unobstructed. An air leak test was performed, and the balloon was noted to be leaking from four separate openings on the shell. The first opening in the shell was noted to be approximately 0.3 inches in length. Under microscopic analysis, the opening was observed to have striated edges, consistent with surgical damage from a device removal tool. The second opening was approximately 0.2 inches in length, and was noted to have striated edges, consistent with surgical damage from device removal activities. The third opening was approximately 0.4 inches in length, and was also noted to have striated edges, consistent with damage from a surgical tool. The fourth opening in the shell was approximately 0.35 inches in length. The edges of this opening were observed to be striated, consistent with surgical damage from device removal activities. Brown, yellow, and white particulate matter was noted in the valve channel. Under microscopic and visual analysis, the shell appeared to be degraded. Brown and white particles were noted to be covering approximately 60% of the outer surface of the shell. Under microscopic and visual analysis, the center patch appeared to be degraded. Light brown and particles were noted to be covering approximately 90% of the outer surface of the center patch.